Event description:
Stem trial broke off inside the tibial canal and could not be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned to depuy customer quality for evaluation. Follow up attempts to obtain additional information were unsuccessful. Without a product/lot code a 2 year complaint database search for similar issues can not be conducted. With the information provided a root cause can not be determined. Based on the investigation the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.